Manufacturer narrative:
(B)(4). Date sent: 8/19/2019. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. (B)(4).

Event description:
(B)(4).